Event description:
This medwatch is being sent as a patient safety concern. The alaris pumps do not alarm with back up pressure such as an IV infiltration. Risk is told that the alarm use to be an option but was discontinued. Even though the best practice is inspection of IV sites in children who can be active there is a tendency to pull out ivs or dislodge them. Risk feels that the added alert in between viewing of IV site would be a benefit especially in the pediatric world. We recently had a (B)(6) have a severe IV infiltration from the hand to shoulder/chest area. In this case, we feel that if that alarm would have been present the infiltrate could have been caught sooner.